Manufacturer narrative:
The reported event could not be confirmed, since the affected device was not returned, and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that they were reaming the humerus in a poly trauma patient using a guide wire and a cannulated reamer. The wire and reamer were in place and as the surgeon proceeded the wire bent to the point of breaking. The case was completed using these 2 devices. No metal fell into the patient and there were no adverse events or delays as a result.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
The customer reported that they were reaming the humerus in a poly trauma patient using a guide wire and a cannulated reamer. The wire and reamer were in place and as the surgeon proceeded the wire bent to the point of breaking. The case was completed using these 2 devices. No metal fell into the patient and there were no adverse events or delays as a result.